Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 100ml/hr. One liter was delivered in 4 hours. There was no illness, injury or medical intervention resulting from the event. Following the event, the pt experienced dumping syndrome and diarrhea. One pt involved.